Manufacturer narrative:
Patient height reported as (B)(6) cm (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tip of a drill bit broke off during a 5th metacarpal open reduction internal fixation (orif) on (B)(6) 2017. This occurred as a resident was drilling the last pilot hole in the plate for a variable angle locking screw. The drill bit tip broke off and was left in the patient¿s bone. A shorter 4mm screw was used in the same hole. There was no reported surgical delay. Additional x-rays were taken. The final construct included a plate and screws from the variable angle modular hand set. The surgeon noted that the drill bit broke due to the drilling technique used by the resident. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: an unknown 1.5mm variable angle (part and lot number unknown).